Manufacturer narrative:
The end user did not receive any medical treatment for the fracture. This event happened approximately 3 years ago, shortly after the end user received the rollator. She continued to use the rollator after the incident. The rollator has never been serviced. The end user stated she was communicating this incident now due to the brakes needed to be tightened. The rollator has been replaced. A return was requested; however, the dealer has not returned the rollator at this time. The owner¿s manual includes the following warnings/instructions: the brakes must be in the locked position before using the seat. When using the rollator in a stationary position, the hand brakes must be locked. Verify operation of the brakes and have them adjusted if necessary. Contact your invacare dealer for brake adjustment.

Event description:
The end user received the invacare 66550 bariatric rollator in (B)(6) 2016, when she was recuperating from pancreatic surgery. A couple days after receiving the rollator, she went to sit on it and one of the brakes did not hold. She fell and was taken to the emergency room for x-rays. She had a hairline fracture of her pelvis and bruising on her right hip and lower back region.

Event description:
The end user received the invacare 66550 bariatric rollator in (B)(6) 2016 , when she was recuperating from pancreatic surgery. A couple days after receiving the rollator, she went to sit on it and one of the brakes did not hold. She fell and was taken to the emergency room for x-rays. She had a hairline fracture of her pelvis and bruising on her right hip and lower back region.

Manufacturer narrative:
The rollator was returned. An evaluation of the device found that the right rear brake was missing the brake shoe completely, resulting in no brake function on the right rear caster. The left rear caster brake functioned normally. No other functional issues were observed with the rollator. The adverse event happened approximately 3 years ago, and the end user continued to use the rollator until returning it in february 2020. Further communication with the end user provided that the right rear caster brake did function before and after the event, implying that the brake shoe was present at the time of the original incident. It could not be confirmed if there was any malfunction at the time of the fall. The end user called due to after using the rollator for past 3 years, she needed to have the brakes serviced.